Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that while she was in traffic on her way home, the pod she was wearing (for longer than 48 hours) expired. She felt that it expired early and that she should have still had 8 hours to go. The patient stated that there was an unexpected major traffic accident that closed the roads for 3 hours. This caused her to go without insulin for that time (3 hours). She began to vomit, was feeling weak, lightheaded, and as though she was going to pass out. The patient called 911/the paramedics and applied a new pod. The patient's blood glucose had reached 475mg/dl. She was taken to the hospital and diagnosed with hyperglycemia and elevated white blood cells. They called it an insulin pump malfunction. Treatment included fluids via IV, zofran for nausea, having her replace her pod and boluses were provided with the new device. While at the hospital, she began to have shortness of breath and chest pains. An EKG (electrocardiography) was completed and she was diagnosed with chest tightness.